Manufacturer narrative:
The associated trigen hindfoot fusion nail was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The manufacturing records, sterilization documentation and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. Our investigation included a clinical evaluation which noted that based on the imaging, operative note, and antibiotic therapy per ID, a chronic infection (osteomyelitis?) Was most likely the contributing factor to the multi-stage revision, although no organism, source, pathology or patient medical history was provided. The patient impact beyond the reported revisions, antibiotic therapy and probable pain cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that this is now the 3rd revision of the hfn to remove the above cemented version sized. Patient was still infected.